Manufacturer narrative:
Manufacturer narrative: the lift was returned and evaluated. The strap was torn but the root cause was unable to be determined.

Event description:
Patient was lowered and strap broke, the lift dropped to the patient lap and bruised.